Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's device transmissions, revealed out of range high pacing lead impedance values along with episodes of inappropriate automatic mode switch episodes due to noise on the right atrial lead. No intervention was performed.